Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a year ago, the patient was unable to charge his battery and had to go into the doctor to have the battery "jump started." Ever since then, the stimulation had not worked well for the patient. It was noted that the patient had no trauma, but that he had fallen due to his feet freezing up. It was indicated that the patient was able to control his pain with pain pills. The patient had not had his system checked by anyone since he had his falls. If the patient turned stimulation down it did not help, and if he turned it up, he would get overstimulation, so he turned off the device. It was noted that the patient wanted to find someone to take the system out. Additional information has been requested, and when available, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
Additional information reported a loss of therapeutic effect. An overstimulation sensation was reported. The patient reportedly wanted his device removed out of his back because whenever he turned it on while having a bad day, ¿it really intensifies the pain.¿ the patient noted that the device helped out in the beginning for a while but now ¿it¿s about dead again and I put it on charge the other day for a little bit and it¿s showing as trying to charge but it¿s not reading that it is charged.¿ it was noted that the device had not been helping the patient at all.